Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 355 (mg/dl) and ketones. A pump correction was delivered to address bg levels. Reportedly, the contact was unsure if the customer delivered their boluses. A review of the pump's bolus history did not show bolus deliveries were entered during the time the event occurred. The contact felt that this is what contributed to the customer's elevated bg levels.